Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarean section on (B)(6) 2017 and a barbed suture was used. During the procedure, the suture was broken during continuous suturing on the muscle coat. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
A needle-suture piece, a labeled winding former and empty opened foil, were returned for analysis. During the visual inspection of the suture piece, observed body fluids and the end of the suture was cut. Also, the barbs near to the end were damaged. This product contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined. The sample was tested by knot tensile strength and the result is above the minimum individual strength requirement for this product. Per the sample condition the assignable of the performance - breakage suture, suggest an improper handling of the sample.